Event description:
Product returned to medtronic for analysis - reported in medtronic database. Received from (B)(6). Coded as c-500 non-complaint at medtronic and closed. Originally implanted on (B)(6) 2022